Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: versaturn, guide cath: hyperion jr4, micro cath: corsair. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The versaturn guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity, moderate calcification and 90% stenosis. A non-abbott microcatheter was inserted into the patient anatomy. A versaturn guide wire was advanced and resistance was met with a non-abbott microcatheter. The versaturn became stuck in the microcatheter. The versaturn and microcatheter were removed as a single unit and a new microcatheter and versaturn were advanced into the patient anatomy. Predilatation was performed using a 2x12mm nc traveler and the balloon ruptured during the third inflation up to 16 atmospheres. The device was removed and a 2x15mm nc traveler was advanced toward the target lesion to continue treating the lesion. Ultimately a 2.25x15mm xience alpine stent and a 3x18mm xience alpine stent were implanted to treat the lesion. The 2x12mm nc traveler protective sheath was removed without resistance, the balloon was soaked and air aspiration was performed outside the anatomy prior to use. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.